Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.

Event description:
It was reported that patient experienced ineffective stimulation. Patient declined to meet with an abbott representative for further troubleshooting. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b5: during processing of this incident, attempts were made to obtain complete event information. A patient experiencing ineffective stimulation was reported to abbott. Efforts to obtain additional event details have been unsuccessful. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.